Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/09/2015 with the following findings: testing was unable to complete all checklist steps due to blank display; unable to adequately investigate "no power" complaint due to blank display. "Por" event observed in black box on 5/14/2015. Pump powers with returned battery cap to an audible tone, vibration and a blank display. Battery cap is able to fully tighten. Battery compartment intact. Removed pump case. Unrelated to the complaint, the display screen is cracked in multiple places. Replaced damaged display with test display. Test display is fully functional and fully illuminated.